Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection identified the anchor's tip of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken off. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Dfu-0087-eo precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. E. Warnings - 9. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation/surgical technique, misalignment insertion, and/or excessive force used prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor broke. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.